Event description:
A failure of the dksh stryker orthopedics s2 implants was reported. Patient suffered a single broken left femur, an outcome of his involvement in a road accident on (B)(6) 2013 in (B)(6). The surgery was performed on (B)(6) 2013. The surgery was advised by the attending orthopedic surgeon. The patient was discharged on (B)(6) 2014, and subsequently underwent several lower limb physiotherapy sessions between (B)(6) 2014 at (B)(6) hospital. Patient was still experiencing left knee pain which prompted him to see an orthopedic specialist at hospital (B)(6). On (B)(6) 2014, it was confirmed that the implanted screws were loose and the interlocking nail was broken. As a result, the patient was revised on (B)(6) 2014 to remove the dksh stryker orthopedics s2 implants and replace with interlocking plates.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device will not be returned.